Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was released from the hospital by monday (B)(6)2023 approximate date reported by the patient) so he was at the hospital for 3 days. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e1007 constipation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was asymptomatic and watching tv when the cgm display device alerted him that the reading was rapidly dropping. The cgm dropped from 260 mg/dl to 140 mg/dl in 6 minutes and then to 86 mg/dl, so he treated with sugar. The patient did not check the bg prior to treatment. At an unspecified time after treatment, the bg was 365 mg/dl. No mention of cgm reading at that time. There was no documentation of treatment for hyperglycemia. Due to hyperglycemia, the patient experienced dehydration, which led to constipation and a diverticulitis flare. Because of this, the patient developed extreme pain and presyncope. The patient was taken by the sister to the emergency department for evaluation and admitted to the hospital where he was treated with saline and 2 unspecified antibiotics. Of note, the patient reported that the sensor inaccuracies continued during the hospitalization. No additional bg or cgm was provided. There was no documentation of medical intervention related to hyperglycemia due to sensor inaccuracy. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.